Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Promus element ous, mr, 2.75x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the mid and distal section of the stent was damaged: struts were stretched and pulled in a distal direction. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter measured within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 20-dec-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 38x2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.